Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2010 (female patient (B)(6)). According to the complainant, the electrode was introduced percutaneously. However, during guided placement, the electrode needle punctured the patient's lung. The physician then guided the needle into the liver and successfully ablated two tumors. The electrode needle was then removed from the patient. Following the procedure, external drainage was provided to the lung. No other treatment was administered for the lung perforation. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 (female patient over (B)(6)). According to the complainant, the electrode was introduced percutaneously. However, during guided placement, the electrode needle punctured the patient's lung. The physician then guided the needle into the liver and successfully ablated two tumors. The electrode needle was then removed from the patient. Following the procedure, external drainage was provided to the lung. No other treatment was administered for the lung perforation. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).